Event description:
During an atrial fibrillation, pulmonary vein isolation procedure, an output issue occurred with the ensite x amplifier and the procedure was cancelled. The preparation of the ensite x mapping system and the ep workmate claris recording system was all done and started in navx mode to place the cs catheter without fluoroscopy. The catheter was in the final position and the model was finished when an error message was noted stating: "an amplifier hardware error has been detected. Power down and restart the amplifier. Contact abbott technical service if the problem persists¿. There was another information text that said "the amplifier has exceeded its temperature threshold. Power down the amplifier and clean the filter. Contact abbott technical services if the problem persists.¿. The amplifier and the dws were powered down for 10 minutes, then the amplifier was restarted. The flashing light led next to the power button turned from orange to blinking green. The dws was restarted and a new study was opened in order to proceed in voxel mode. The amplifier and the dws worked perfectly fine during the mapping progress. Then ablation of the pvis was started and after 78 ablations the error messages occurred again. The same troubleshooting was repeated as before, but the error messages persisted and the procedure was aborted with no consequences to the patient. The procedure has been rescheduled.

Manufacturer narrative:
One ensite x amplifier was received for evaluation. The amplifier was powered on and then the amplifier booted to a solid green ¿ready¿ light emitting diode (led) status. This indicated the amplifier passed the power-on-self-test (post) and then communicated with the test station tracker software successfully. While the device was running it was noted that the amplifier had a red slot 2 monitor 2 channel 4 with a high temperature. This followed up multiple messages both over temperature then under temperature, that eventually powered cycled the amplifier, and went blinking amber ¿not-ready¿, which duplicated the reported symptom. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the cardiamp slot 2.